Event description:
Device returned to MFR with no reason for explant. Follow up with the hcp revealed the device was "infected." The onset of infection occurred in 2001. Signs and symptoms present included fever, redness, swelling, drainage and pain. The primary location of the infection was the device pocket which was cultured, but results were reported as unknown. The pt was treated with IV and oral antibiotics as well as total system explant. The infection has resolved. The pt has a g tube.